Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing a surgical procedure on the patient's face using an electric scalpel device, the surgeon reports having heard a snap, followed by a pop, where they received an electrical discharge in right hand, with a shock initiated in the hand, with a sensation of energy passing through the right upper limb, followed by an intense sensation of heat. When feeling the flushed, the doctor dropped the scalpel pen. Impact to the patient: burn to the patient's face. No further information available.